Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2018. According to the complainant at 3pm on (B)(6) 2018 the duodopa pump had a high pressure alarm because the jejunal tube was occluded. The tube was flushed with warm water but the flow was not smooth. Reportedly the caregiver continued to flush it with warm water until it flowed smoothly. This device remains in use. There were no patient complications reported as a result of this event.